Event description:
Caller reported aviva system blood glucose results of 115 mg/dl and 69 mg/dl within 10 minutes. Customer stated she was having hypoglycemia symptoms of shakiness and rapid heartbeat. Customer successfully treated with a peanut butter sandwich and half a glass of ice tea. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.